Manufacturer narrative:
The instruments in the cycle subject to the event were reprocessed prior to use. A steris technician arrived onsite to inspect the v-pro max sterilizer following the reported event. The technician inspected the sterilizer and found the unit to be operating properly. No issues with the function or the operation of the sterilizer was identified. While on site, the technician spoke with user facility personnel who confirmed that the cycle aborted when the v-pro max sterilizer experienced a "pressure rise low" alarm. The pressure rise low alarm will sound if enough moisture is detected within the chamber of the sterilizer. The operator manual states (pg. 7-6), "alarm: pressure rise low; operator response: wear appropriate ppe. Load must be repackaged and reprocessed after abort phase is completed." The employee subject of the event was not wearing proper ppe, specifically gloves, while handling the instrument pack as stated in the operator manual. The employee opened the door to the unit to "repack the instruments", placed their hand into the unit to retrieve the instrument pack and felt a burning sensation. The v-pro max sterilizer operator manual (1-2) states, "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions. When handling hydrogen peroxide, wear appropriate personal protective equipment." The operator manual states (pp. 6-14), "ansi/aami st58, 2013, recommends using chemical-resistant gloves when using the sterilization unit." Additionally, user facility personnel should ensure all instruments are properly dry prior to placement in the v-pro max sterilizer. The v-pro max operator manual, (a-1) states, "dry all items thoroughly. Ensure all moisture is removed from all internal parts (including lumens). If not, residual hydrogen peroxide may remain at cycle completion and/or a cycle abort occurs. Only dry items are to be placed in sterilization unit." A steris account manager will perform in-service training on june 26th and 27th to review the importance of thoroughly drying instruments and wearing proper ppe while operating their v-pro max sterilizer. The v-pro max sterilizer is under steris agreement and no additional issues have been reported at this time.

Event description:
The user facility reported an employee experienced a burning sensation on their hands while repacking instruments that was processed in a v-pro max sterilizer. The employee washed their hands under water as instructed by their supervisor and returned to work. No procedure delay or cancellation have been reported.